Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 287mg/dl. Reportedly, the customer wiped the pump off with a cloth and reloaded a cartridge successfully to resolve the issue.